Event description:
Customer called to report that fluid was observed on the tube caps of the unicel dxc 800 synchron system. Customer also stated that the instrument displayed cartridge chemistry (cc) sample probe obstruction errors. The customer technical specialist (cts) discussed troubleshooting options with customer, then scheduled an onsite service visit. On the same day, the field service engineer (fse) cleaned and removed an obstruction from the modular chemistry (mc) waste valve. The fse also replaced the mc sample probe. Calibration and quality control tests were performed on the mc side of the unit, and the repairs were verified per established procedures. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issues. Customer stated that patient samples and results were not affected, and that no one was harmed by or exposed to the leak.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).